Manufacturer narrative:
Based on the information provided, the cause of the complications cannot be determined. The physician believes that the cause of the reported complications were caused by anesthesia and critical magnesium levels. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: it was reported during an ion endoluminal lung biopsy procedure which went as per normal, the patient had an episode of tachycardia and hypertensive. After the procedure, the patient experienced an atonic seizure and was trasferred to the ICU. The patient was found to have critical levels of magnesium.

Event description:
It was reported that an ion endoluminal lung biopsy procedure went as normal, but then the patient experienced a cardiac event. Per the physician, the patient had an episode of tachycardia and was hypertensive; the events appeared to correlate with the transbronchial forceps biopsy. The patient did not have a history of epilepsy/seizures. It was unknown if this was a new onset of a cardiac event and if an echocardiogram was performed. The patient experienced an atonic seizure after extubating in phase two of discharge. It was later found that the patient`s magnesium levels were critical (not standard to check prior to the procedure). The patient was kept in the ICU for an unspecified amount of time. The physician did not believe that the ion system caused or contributed to the events but were caused by critical magnesium levels and anesthesia. As per the physician, these events would have likely occurred via another modality. All events resolved on their own. The patient was reported as doing okay and has been discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.